Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing "red heart", "low flow" and "low speed operation" alarms and pump stoppage. The pt was reportedly asymptomatic during the event. An x-ray taken of the percutaneous lead showed a potentially compromised area approx 2-3 inches from the lvad. The pt will remain hospitalized under observation and will be maintained on battery support. The hospital has also requested the MFR to provide a non-grounded pt cable for the pt's use pending a decision whether to perform a device exchange or wean the pt from pump support.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.